Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had physical damage. The customer's mother stated that the customer has autism and they threw the insulin pump and now there was physical damage to the display screen and they were unable to read the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.